Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was placed on impella cp for heart recovery. During insertion a hematoma was noted at insertion site. It was successfully managed by dressing repositioned for angle matching. The patient continued on support until successful explant.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. H10 this is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to section h10 for the related report number. Investigation summary: the investigation has been completed. No product was returned for investigation. Hematoma: hematoma at insertion site right femoral artery was noted. A swan was in place at the right femoral vein. The cause of the hematoma is determined to be use issue because hematoma is resolved by dressing changed and angle matching performed. Device history review: the device passed all post sterile inspection checks.